Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97754, serial # (B)(4), product type recharger; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
The manufacturer representative reported that the implantable neurostimulator (ins) was replaced last friday, (B)(6) 2016. It was reported that they were getting coupling in the operating room (or) and in recovery; however, the rep was unsure of how many bars. The rep was meeting with the patient today, (B)(6) 2016 and was not able to get coupling, even with the new ins. The ins was in the right buttock and could be felt under the skin. The rep noted that the physician was an experienced implanter, and the two previous revisions, the ins did not appear too deep. There was a lot of fat in the area of the ins. There was difficulty recharging. An antenna locate was attempted and was getting a range of 64-74 with the average being around 72. However, when they tried to start a charge session, they were still only getting two bars. They then attempted to use the rep¿s implantable neurostimulator recharger (insr) and were still getting just two bars when they pressed hard on the antenna. The patient tried using the belt, but was still getting only two bars, and noted that the patient ¿hates the belt.¿ it was discussed that getting x-rays would determine if the ins was flipped. Additionally, it was noted that the patient may have slight swelling and may need more time to heal. Determining if they should move the ins in order to allow the patient to charge appropriately would be a medical decision. The insr antenna was damaged and a new one was sent to the patient. The patient later reported on (B)(6) 2016 that they tried using the antenna locate (al) feature; the baseline was 38, but was able to get up to 44. However, the patient was still unable to get the coupling bars to shade in. The patient stated that it worked fine when using the rep¿s insr last week at the doctor¿s office and was able to get full bars. While the patient reported that her insr was not able to communicate at all with the ins, the patient programmer was able to communicate with the ins. The following day, (B)(6) 2016, the patient reported that she was able to charge with the rep¿s insr without issue. On (B)(6) 2016, the patient returned from the doctor¿s office and noted having felt the ins move. Since that time, the patient has not been able to recharge with adequate coupling. The patient believed that the ins had been flipping since meeting with the rep at the doctor¿s office and finding that the rep¿s insr would charge the ins but the patient¿s would not. No medical symptoms were reported. Indication for use included spinal pain, and non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they first learned about recharging issues on follow-up visit after second implant. They were able to get all eight bars filled in without issues. The device was working fine and charged easily when they saw the patient. The patient was going to be seen by the rep on (B)(6) 2016 regarding correct recharging practices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.